Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the meter powered on with the related error code. The error code was unable to be cleared and prevented pairing with a test pump to complete testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter displayed an error message during a bolus delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.